Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone lockdown, operating system n5004l-am-q-mv01602-06-01.06, hardware n5004l, cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on or about (B)(6) 2026. The patient could not remember the exact details regarding the date and how long they were hospitalized. The patient stated the length of stay was between 3 and 7 days. The patient's blood glucose levels reached 700 mg/dl while wearing the pod for an unknown duration. Symptoms reported include nauseous, vomiting and could barely stand. The patient was treated with insulin intravenously. The patient could not remember details regarding on when they were discharged from the hospital. The pod was removed at the hospital and discarded.